Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 45 mg/dl. The customer stated the suspected cause was due to miscalculating their carbohydrates for breakfast. The customer consumed glucose tablets to stabilize bg level. Additionally, it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.